Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. On the same day, it was reported that the patient woke up and was experiencing nausea, difficulty breathing, could barely walk, and was persistently vomiting. The patient¿s cgm was reading 150 mg/dl while the patient¿s bg meter reading was over 500 mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s parents were both paramedics and had IV access at home. They treated the patient with IV saline at 8am. Despite the IV treatment, the patient¿s bg meter reading remained over 300 mg/dl. Concerned, the patient was taken to the emergency room (ER) for evaluation. At the ER, the patient was diagnosed with dka and treated with IV insulin. She was admitted to the ICU and discharged on (B)(6) 2025. The patient was feeling "fine" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. After the IV treatment, there was not a complete set of reported glucose values available to search within the parkes error grid calculator while patient was in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.